Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's pump gave an inaccurate fill estimate. The customer's blood glucose level was 198 mg/dl. The customer declined tandem customer technical support's (cts) offer to assist with reloading the cartridge and acknowledged the information cts provided regarding the fill estimate.